Manufacturer narrative:
Please void. This device not involved with adverse event.

Event description:
Please void. This device not involved with adverse event.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic loosening.